Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to endocarditis. There were no adverse effects reported. The lv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).